Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. Customer also reported that, the battery compartment has a crack, and the treads maybe striped failed battery test alarm. The blood glucose was 271 mg/dl. Customer declined troubleshooting for the high blood glucose. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Pump received with broken battery tube threads noted.